Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) has completed their investigation. Fa found the primary failure of conductor wire broken at weld to be related to the customer reported complaint. As a result, thermal damage was found on the yaw pulley. Root cause of this failure is attributed to device design. A review of the instrument log of the permanent cautery hook (part # 470184-13/ lot # t102006100-0017) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event were available for review. Based on the information provided at this time, this complaint is being reported because the permanent cautery spatula instrument allegedly arced during a procedure and was found to have a broken conductor wire at the weld when tested by failure analysis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a permanent cautery spatula instrument was sparking at the joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following additional information about the complaint: she stated the surgeon was cauterizing tissue when the spark occurred. The instrument was only in use for a short amount of time; approximately 3-4 minutes. Once they saw the spark, the instrument was replaced. There was no collision with any other instrument during the procedure. There was no injury to the patient and the patient has not returned for any post-surgical complications. The customer had no pictures or images of the instrument for review.